Event description:
This is report 2 of 2 for the same event. It was reported that during anterior cervical discectomy and fusion (acdf) surgery, it was observed that the motor device and console device had an intermittent operation while in use. As a result, there was a five minute delay in the surgical procedure. An identical spare motor device with the same console device were used to complete the surgery. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had a damaged ac power port. The assignable root cause was determined to be due to excessive force bending the connector, which was misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.